Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a scratch on the pump's screen, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. Pump passed displacement test. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on (B)(6) 2025 12:22:20.000 through (B)(6) 2025 22:45:40.000, with several alarms noted. File=121 line=763. Per software engineering log, pump error 43 was generated due to incorrect hall sensor sequence. Isolate to motor voltage regulator. Pump error 130 was found on (B)(6) 2025 12:20:39.000 through (B)(6) 2025 19:27:21.000, with several alarms noted. File=121 line=613. Per software engineering log, the mfda alarm was generated due to strong magnetic field. Additionally, pump error 63 was found on (B)(6) 2025 04:07:56.000 and (B)(6) 2025 04:17:00.000. File=522 line=566. Per software engineering log, pump error 63 was triggered by motor rtc interrupting disfunction. No unexpected alarms were noted during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self-test. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was noted on the electronic assembly and motor assembly gold traces, leading to the alleged alarms. The following cosmetic damages were noted: label damage (faded), cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of scratches on the screen were not confirmed when no severe scratches on the screen were noted during visual inspection. However, customer allegations of pump error 43 and pump error 130 were confirmed when pump error 43 and pump error 130 were found in download history review. Pump error 63 was also noted in the download history files, caused by moisture damage on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.